Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was serviced at customer's site. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n# (B)(4). A visual inspection was performed and found that the coldwell cap was missing. A review of the event log was performed and showed error mid:09 (air trap assembly) occurred on the reported event date of 10/09/2016 thus confirming the reported complaint. Further analysis showed that the airtrap area was contaminated. The contamination was found in the airtrap area could have been from the spilled saline residue. The airtrap unit was replaced remedying the reported complaint. In addition, the display head and pump raceway also needed to be cleaned. The functional test was performed after the preventive maintenance and the system passed functional testing. The system met all the manufacturing specifications. No errors or anomalies were observed. In summary, the customer reported complaint was confirmed through a visual inspection and functional testing. The root cause was determined to be the missing coldwell cap, as it allowed saline getting into the air trap area during system transport within the hospital. After replacing airtrap unit remedying the reported complaint and allowing the system to function as intended. Customer's site.

Event description:
It was reported that during set up, the thermogard ivtm system (s/n: (B)(4)) displayed mid09 (air trap assembly) error message. The system was restarted but the mid09 error message could not be cleared. Another system (tgxp) was used to begin treatment. No patient involved during this event. No other information was provided.